Manufacturer narrative:
E1: patient city: (B)(6)patient country: polandname: (B)(6)country: united states of americastreet: (B)(6). Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site:3003442380.

Event description:
It was reported that the patient experienced an event where an infusion set tape was not adhering properly due to not enough glue on (B)(6) 2026.